Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the biopsy channel port was found with deep scrape marks. The rubber glue on the cover was cracked. The image was inspected and a stain on the image was observed. The scope connector was found loose between the s and us connector. The angulation of the scope was inspected and found to be low. The device passed all leak tests. No other issues were observed during the evaluation. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported channel malfunctions and material falling off from the channel during reprocessing. No patient involvement or injuries were reported. No additional information has been obtained.